Event description:
We received a report that upon delivery in the eye, the trailing haptic of the tecnis itec preloaded 1-piece intraocular lens (iol) was stuck underneath the optic. The surgeon had to use a hook inside the eye to separate the haptic from the optic and position the lens in the appropriate place. In some cases this has led the lens to tilt in the capsular bag which then requires manual repositioning. This requires the surgeon to perform an extra step. The procedure was completed successfully and there was no patient injury.

Manufacturer narrative:
Explant date: not applicable; iol remains implanted. Completed by the manufacturer all pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record for the pcb00 lens were in compliance with manufacturing procedure specifications. No deviation or non-conformance was found related to the complaint type reported. A review of process manufacturing instructions in our change control system was done during the period when this production order was manufactured and does not show any change that could be related to the complaint type reported. Based on the manufacturing record review results the production order was manufactured according to specifications. Product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.